Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit gave an autofill failure alarm.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10.

Event description:
It was reported during maintenance, that the cardiosave intra-aortic balloon pump (iabp) unit gave an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (name - (B)(6), phone number:(B)(6), occupation - biomedical engineer). The unit fails the drive manifold test fails during preventive maintenance done by a getinge field service engineer (fse). To resolve the issue "drive manifold" needed to be replaced. The unit was not repaired. If any pertinent information is received in the future, a supplemental report will be submitted. The iabp was not released to the customer for clinical service.

Event description:
N/a.